Event description:
Post percutaneous interventional cardiac procedure. A 6f angio-seal sts plus was used to seal the arteriotomy site. Two days later the pt was diagnosed with a pseudo-aneurysm and was treated with an intra-arterial injection of thrombin. Later the pt presented with groin swelling and fever, suggestive of infection. Intravenous (IV) antibiotics, type and dose unknown, were administered and an ultrasound was done three days later revealing the return of the pseudo-aneurysm and was treated with an intra-arterial injection of thrombin. Later the pt presented with groin swelling and fever, suggestive of infection. Intravenous (IV) antibiotics, type and dose unknown, were administered and an ultrasound was done three days later revealing the return of the pseudo-aneurysm. The antibiotic therapy continues and a repeat intra-arterial thrombin injection will be done in three days. The pt's condition will be followed. The physician had a difficult time with femoral access and angio-seal device was chosen because the pt had difficulty in laying flat. A search of the angio-seal database revealed no certification for the user on this device. The st. Jude medical representative intends to follow up with the physician and explain use and certification.